Event description:
It was reported the patient presented in clinic for follow-up following a syncopal episode. During interrogation, it was discovered the pacemaker displayed a large longevity estimation range. No changes or interventions were reported. The patient was in stable condition.